Event description:
The facility treated a female pt with metastatic breast cancer for a single brain lesion with their first ever frameless cone case. The plan was for 7 arcs using a cone (size not given). The therapist inadvertently left off the cone and cone mount, and treated 3 arcs with a 5 x 5 beam jaw setting. They then noticed that the cone was missing, and installed the cone, treated a further 1 arc completely and a second arc partially before a physicist stopped the treatment. Post event dosimetry revealed that the target had received "about" the intended dose, but the 1000 cgy line was about 2 cm outside the intended target area - where they would expect to see less than 200 cgy. The treating physician does not believe this mistreatment represents a serious injury for this pt - even through the pt has previously been treated whole brain. In addition, the physician informed varian that the pt is doing fine and no injury has been reported. No corrective action is planned and does not expect to see any ill effects from this treatment.

Manufacturer narrative:
Varian's investigation determined the incident was caused by use error. On (B) (6) 2009, the customer using (photon) conical collimators ('cones') for the first time on this novalis tx. A female pt with metastatic breast cancer with a single brain tumor was treated with 7 arcs. The therapist inadvertently left out the cone mount (and cone) and treated 3 arcs before the therapist noticed that the cone was missing. The jaws were set to the prescribed 5 x 5 cm field size. The therapists installed the cone and continued treatment. One complete arc was treated and a second arc was partially treated before a physicist, dr (B) (6), stopped the treatment. The cone and associated cone mount missing from the delivered treatment was a third party device that is not designed such that they are recognized by the varian linac. The manufacture of the device in question has already been notified of the complaint. Based on the initial report, varian's medical advisor rendered a medical eval and determined that this event may have caused or contributed to a serious injury, or would be likely to cause or contribute to a death or serious injury if the incident were to recur. Varian has determined that a MDR is appropriate. No follow-up to this MDR is expected.